Event description:
Customer's health care provider reported customer received erratic glucose readings from their precision xtra meter. Customer's health care provider reported customer experienced symptoms of diaphoresis and loss of consciousness. Paramedics were called, and they transported customer to hospital where he was diagnosed with severe hypoglycemia. There is no report on treatment given at the hospital; an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.